Manufacturer narrative:
(B)(4). Date sent: 10/27/2023. D4 batch #: w70301. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? There was no any adverse consequences due to this issue. Dr (B)(6) was unable to complete the procedure laparoscopically. He opened and completed the procedure. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: how did the buttons get damaged/broken off? Was foot pedal activation used? When was the har9f used in the procedure, during the laparoscopic portion and/or after the surgeon converted to open? Was the decision to switch the procedure to open due to the issues experienced with the har9f? What is the patient's current status? Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the buttons detached and returned. The buttons were assembled at the device and tested to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to how this issue occurred.  As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during a nephrectomy, while using minimum and maximum button got damaged at the very first case. They couldn¿t complete the procedure with hand switch activation.

Manufacturer narrative:
(B)(4). Date sent: 11/8/2023 additional information was requested and the following was obtained: kindly note that as per the information from the hospital case was open surgery. How did the buttons get damaged/broken off? : the hand activation was used in the device and as per the intimation given from the hospital found that switches got broken off while surgeon activated and used was foot pedal activation used? : foot pedal was not used when was the har9f used in the procedure - during the laparoscopic portion and/or after the surgeon converted to open? : it was an open procedure only was the decision to switch the procedure to open due to the issues experienced with the har9f? Har9f devices are only used in open procedures, why is it reported that this procedure was converted from lap to open? Open procedure only how was the procedure completed? : : procedure completed with other energy device. Were there any changes to the post-operative care of the patient as a result of difficulties with the har9f device? : patient didn't have any adverse event based on har9f damage. What is the patient's current status? : patient status unknown as hospital authorities not ready to disclose that. H1, h6 upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.